Event description:
Pelvic films were taken on a patient. The techs went to pull the images up and the machine brought up an error message. Could not find the images on the machine and the images were repeated. What is the health professional's impression of how the device may have caused or contributed to the adverse event? Images were taken on the machine, we were unable to retrieve those images. Images had to be repeated.